Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: replace f27 with f26. Additional information was added to h3, h4 and h6. H4: the lot was manufactured from june 08, 2020 - june 09, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed residual fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the device had not completely delivered the medication dose to the patient as it was discovered that the device still contained a signification amount of medication. The device had been filled with fluorouracil 3420mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.